Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off during use events on 13-may-2024 and 14-may-2024. The infusion set was in use for over a day for first event and 3 hours for second event. The blood glucose level was 280-350 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.